Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage or abnormalities observed. The lens was returned in a small plastic bag. The distal portion of one haptic is broken (returned adhered to the optic with viscoelastic). Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported "iol stayed outside the incision" could not be determined. No device damage or abnormalities were found. It is important to keep the wound guard securely against the eye and fully advance the plunger for proper lens delivery. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens did not go completely into the eye. Part of the iol remained outside the incision tunnel. Another lens was implanted instead. There was no harm to the patient. Additional information was requested.